Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, one day after use of a 5f mynx control vascular closure device (vcd), patient experienced pain to the point of puncture without a hematoma or a skin arch. Painful radiation felt when walking at all times in lower limb and lameness at home. The patient later returned to the hospital three days later and underwent an ultrasound, which revealed an endoluminal echogenic image at the point of puncture with stenosis hemodynamically significant without demodulation of downstream flows and ischemia subacute of the lower limb. Complementary scan carried out showing a responsible hypodense endoluminal image stenosis of the common femoral artery. Two days later, patient underwent vascular surgical intervention thrombectomy of the femoral artery, for removal of the glue sleeve intraluminal and arterial closure by patch. Patient underwent embolization of an intracranial aneurysm six months ago with an edge of the rectus femoris. A 5f non-cordis sheath was used. Control diagnostic arteriography was carried out after six months after embolization with closure of the right femoral puncture point by mynx control. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore, it will not be returned for evaluation. The reported event of ¿sealant-inaccurate placement (intravascular)¿ and ¿vascular occlusion¿ could not be confirmed as the device was not returned for analysis and procedural images were not provided. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, vessel characteristics (although not reported) and/or patient¿s mobility factors may have contributed to the intravascular deployment reported and the subsequent vascular occlusion since a lesion/stenosis at the access site may prevent proper placement of the balloon, resulting in improper placement of the sealant, and excessive mobility after implantation can affect the sealant/puncture site. A vascular occlusion occurring after a catheterization procedure is a known potential complication and is listed in the mynx control instructions for use (IFU) as such. An occlusion can be caused by dislodged plaque/calcium or thrombus embolizing and occluding all or part of the vessel. It can also be caused by the sealant being deployed intravascularly, either partially or completely. Occlusions from intravascular deployments of a sealant are usually noted before discharge, commonly found when checking pedal pulses, etc. These occlusions usually require additional intervention, such as thrombectomy, stenting, or surgical intervention in order to restore/improve flow. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. As stated in the IFU¿s adverse events section, ¿the most serious recognized risks associated with femoral artery closure procedures occur rarely and include, but are not limited to, the following: vascular injury requiring repair, permanent access site-related nerve injury, surgery for access site-related nerve injury, access site-related bleeding requiring transfusion, new ipsilateral lower extremity ischemia requiring invasive/non-invasive intervention, access site-related infection ¿ major, local access site inflammatory reaction ¿ major, generalized infection, retroperitoneal bleed, vessel occlusion, pulmonary embolism, and death.¿ additionally, the IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ in addition, the IFU instructs, ¿while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy.¿ it should be noted that if the balloon is improperly placed during hydrogel sealant deployment, the hydrogel sealant could be pushed into the artery. According to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review, there is no indication to suggest that the reported issue is related to the design or manufacturing process of the unit. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, one day after use of a 5f mynx control vascular closure device (vcd), patient experienced pain to the point of puncture without hematoma or skin arch. Painful radiation when walking at all times lower limb and lameness at home. The patient later returned to the hospital three days later and underwent an ultrasound, which revealed an endoluminal echogenic image at the point of puncture with stenosis hemodynamically significant without demodulation of downstream flows and ischemia subacute of the lower limb. Complementary scan carried out showing a responsible hypodense endoluminal image stenosis of the common femoral artery. Two days later, patient underwent vascular surgical intervention thrombectomy of the femoral artery, for removal of the glue sleeve intraluminal and arterial closure by patch. Patient underwent embolization of an intracranial aneurysm six months ago with an edge of the rectus femoris. A 5f non-cordis sheath was used. Control diagnostic arteriography carried out after six months after embolization with closure of the right femoral puncture point by mynx control. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was discarded; therefore it will not be returned for evaluation.